Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nav6550005, lot/serial/version #: unknown .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that after the final tightening of the set screw, anterior deviation was observed by 5 millimeters inaccurate during lateral confirmation with the c-arm. Subsequent imaging was confirmed anterior screw deviation. The display on the navigation was displayed 5 mm shorter, and the screw passes through the front of the vertebral body. No anterior deviation was observed during navigation. There were no particular problems, such as changes in the vitals, so the wound closure/surgical incision closure was performed without re-installation. A human error was considered a possibility. It was unclear whether the condition at the time of driver registration was correct. There was no misalignment in the internal or external measurements or the frontal view. There was no reported impact to the patient.

Manufacturer narrative:
Continuation of d11: camera cart 9735670 stealth s8 basic, serial number (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported. The site was unable to confirm if the issue was due to the driver. Procedure was a l2 trauma, 2a-2b fixation. The procedure was completed using the navigation/image system. Registration was auto registration. The issue only occurred with one instrument.